Event description:
It was reported that the patient¿s pump and catheter were revised on 2014-(B)(6) at which time the pump was taken out and the same pump was put back in. Also, the catheter was replaced. The patient stated that after the revision he ¿got a bug.¿ fluid was building up and infection started. The location of the fluid buildup and infection was not provided. Previously the pump was on the patient¿s hip but was moved to the patient¿s left abdomen. It took 2 months for the patient to heal ¿from the outside in.¿ the device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).